Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product code: 440.047s; lot: 9773381; manufacturing site: raron; release to warehouse date: january 15, 2016; expiry date: january 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the plate is broken in two pieces through hole 10. The break is straight. The plate shows normal signs of wear such as stains and scratches on the surface. Dimensional inspection: the complaint relevant critical features were verified on the complaint part. The "thread zero point" (hole l10), "ball height" (hole l10) and "diameter" (hole l10) cannot be measured due to the breakage at this location. For this reason, the measurements "ball height" and "diameter" were performed at hole 9 and 11 and the measurement "thread zero point" at hole 8 and 12 (threads 9 and 11 are damaged and not measurable for "thread zero point"). The holes 8-12 were made in the same production step with the same cutting tool in production line 5. Therefore, the measurements at hole 8-12 are representative for hole 10 and it can be assumed that the value of hole 10 was correct as well. All measurements of the received plate were found to be in specification. No deviations were found in the dimensional inspection. Document / specification review a device history record (DHR) review was performed as part of the overall product investigation: non-sterile part was manufactured in raron part: 440.047s; lot: 9773381; manufacturing site: raron; release to warehouse date: january 15, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The ctq (critical to quality) features were inspected and documented. They were all found to be in specification. Raw material the raw material certificate has been reviewed. According to test inspections, the raw material was found to be in order. No specialties were found. Conclusion the returned plate with article number 440.047s (lcp proximal tibial pl 4.5/5 lat le shaf) with the lot number 9773381 is broken in two pieces through hole l10. The complaint regarding the breakage of the plate is confirmed. All critical to quality features considered relevant to the plate breakage were remeasured and have found to be in specification. The device history records were reviewed, including the review of the documented measurements during production. All values have found to be in specification. No nonconformance reports (ncrs) were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was determined that the device is broken due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint (B)(4) is acknowledged but not valid from the manufacturing point of view. Based on these findings, we exclude a product related issue. Based on the provided information, we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, malunion, overloading of the osteosynthesis, or a combination of different factors did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 4.5 mm titanium cortex screw self-tapping 68 mm (part: 414.868, lot: l248239, quantity: 1), 4.5 mm titanium cortex screw self-tapping 52 mm (part: 414.852, lot: 8897963, quantity: 1), 4.5 mm titanium cortex screw self-tapping 42 mm (part: 414.842, lot: 8463746, quantity: 1), 4.5 mm titanium cortex screw self-tapping 36 mm (part: 414.836, lot: l840635, quantity: 1), 4.5 mm titanium cortex screw self-tapping 34 mm (part: 414.834, lot: 8731006, quantity: 1), 4.5 mm titanium cortex screw self-tapping 28 mm (part: 414.828, lot: 8847186, quantity: 4), 5.0 mm titanium locking head screw self-tapping 65 mm (part: 413.365, lot: l887836, quantity: 2), 5.0 mm titanium locking head screw self-tapping 60 mm (part: 413.360, lot: l883802, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient had strong pain in the leg. Via radiography, it was discovered that the plate was broken. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.5mm titanium (ti) locking compression plate (lcp) proximal tibia plate. This is report 1 of 1 for (B)(4).